Event description:
Customer reported free flow was observed with secondary infusion. The secondary IV (ancef, 50 ml) was set to infuse over 30 minutes. The primary IV (d5) was set to infuse at 100 ml/hr. The nurse observed the ancef infusing very quickly with fast drips and stopped the infusion. There was no report of pt harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). The device has been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.